Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics. The patient was still in the hospital and recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i13025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.